Manufacturer narrative:
The insulin pump was unable to prime during priming test due to moisture damage on the force sensor resistor. The excessive no delivery test and occlusion test were unable to be performed due to prime/fill anomaly. The insulin pump had a broken reservoir tube lip, minor scratches on the lcd window and cracked case at the display window corners.

Event description:
Customer's mother reported via phone call issues with the insulin pump. Customer's blood glucose level was 11.2 mmol/l. Customer advised the insulin pump does not work properly and resulted in them going high or low for no reason. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.